Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the procedure was a kidney removal as part of related organ donation. 4 hours later, when the female patient was back in her room, she had circulation cessation (cardiac arrest). Urgent surgery was needed showing that 2 hemoclips had disappeared and migrated from the renal artery. Active circulation became normal after massive transfusion, CPR and ligation of the renal artery. We know that hemoloks should not be used in kidney removal, but we wanted to report this incident". The current status of the patient is reported as "alive".

Event description:
It was reported that "the procedure was a kidney removal as part of related organ donation. 4 hours later, when the female patient was back in her room, she had circulation cessation (cardiac arrest). Urgent surgery was needed showing that 2 hemoclips had disappeared and migrated from the renal artery. Active circulation became normal after massive transfusion, CPR and ligation of the renal artery. We know that hemoloks should not be used in kidney removal, but we wanted to report this incident". The current status of the patient is reported as "alive".

Manufacturer narrative:
(B)(4). The customer returned one clip of 544240 hemolok l clips 6/cart 84/box for investigation. The reported complaint could not be fully confirmed and conclusively linked to a manufacturing/device issue because the sample was returned opened and without the packaging or cartridge. A complete visual inspection could not be performed. Biological material was observed on the clip. The clip was returned closed, indicating that it had been properly loaded into the appliers and closed by the customer. A device history record review was performed, and no relevant findings were identified. The complaint of "clip migrates after post-op healing period" could not be confirmed by the received sample. Microscopic examination was performed, and no defects or anomalies were observed. The single returned clip was observed to be already closed, so no functional testing could be performed. Additionally, the clip cartridge and appliers were not received for investigation. Based upon the received sample, the description provided by the customer and the IFU, the root cause of this investigation was determined to be unintentional user error. The IFU states the contraindications for the product, therefore, based upon the returned sample and the information provided, the root cause for "clip migrates after post-op healing per iod", could not be conclusively linked to the product. Teleflex will continue to monitor and trend on complaints of this nature.